Manufacturer narrative:
Additional information was received on 18-feb-2025. It was reported that the high force was as expected due to small heart. They re-zeroed to make sure and still had the same readings. The physician stopped the ablation based on physician's discretion. As such, the code of incorrect, inadequate or imprecise result or readings (a0908) has been removed from h6. Medical device problem code. Drain was placed and removed the following day with no further complications. No additional drain was placed after the initial one. As such, the code of surgical intervention (f19) has been added to h 6. Health effect - impact code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced pericardial effusion that required pericardiocentesis. Cardiac effusion was noticed during the case, after heart rate increase, and blood pressure drop was noticed. Effusion was seen early on intracardiac echocardiography (ice). Pericardiocentesis was required. Patient fully recovered after an extended hospitalization. The patient stayed an extra night to be monitored so "pericardiocentesis" can be removed the following day. Physician seemed to think that it was related to transseptal puncture (done with a non-bwi needle and sheath) in a very small atrium. It was reported that high force was noted during ablation, particularly on right lower pulmonary veins but ablation stopped early in those areas. Procedural activated clotting time (act) was above 300. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Completed pulmonary vein isolation but patient also required a cavotricuspid isthmus (cti) ablation, which will occur now during another procedure. The force issue is not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).